Event description:
During the index procedure a in. Pact admiral balloon was use to treat proximal, mid and distal sfa and segments of the popliteal 1, popliteal 2 and popliteal 3. Another in. Pact admiral balloon was used at a later date. Approximately 8 months post initial procedure patient suffered instent re-occlusion of the proximal sfa (target lesion). The patient was hospitalized and pta of the right arteria superficialis with atherectomy, poba and stent were attempted but unsuccessful. Amputation of upper leg right was carried out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the event involved thrombotic re-occlusion or the right sfa (target lesion), arteria popliteal and tibio peroneal trunk. The device used in the 2nd procedure treated superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1, segment, popliteal 2 segment and popliteal 3 segment. The event is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.